Event description:
It was reported that the insulation of the unit has been compromised.

Event description:
It was reported that the insulation of the unit has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Manufacturer narrative:
Upon visual inspection of the returned unit, the reported heat shrink (black insulation) damage condition was confirmed. The heat shrink (black insulation) was peeled off, which exposed more of the lumen surface. Deep scratch marks/damage were observed on the black insulation distal end area. Some scratch marks could also be observed on the exposed area of the lumen. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history review for the reported part number could not be reviewed since the lot number was not available. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process and/or misuse.in sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.